Event description:
An issue was reported on the "save smartcheck setup" functionality within smartview 2.44. Indeed, changing the "test rate" for the atrial threshold measurement and then pressing "save smartcheck setup" did not seem to work; i.e. When ending the session and interrogating a similar device, the test rate for the atrial threshold measurement was not the saved one. Preliminary analysis confirmed the reported behavior and showed that it was related to a coding error in the reply module software.

Event description:
An issue was reported on the "save smartcheck setup" functionality within smartview 2.44. Indeed, changing the "test rate" for the atrial threshold measurement and then pressing "save smartcheck setup" did not seem to work; i.e. When ending the session and interrogating a similar device, the test rate for the atrial threshold measurement was not the saved one. Preliminary analysis confirmed the reported behavior and showed that it was related to a coding error in the reply module software.